Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9126502. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-05-06. Medical device lot #: 9004669. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-05-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter and print issue was found before use with a bd vacutainer® sodium heparin (nh) 75 usp units blood collection tubes. The following information was provided by the initial reporter, "(printing defect), (fm)". 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for fm- unknown and label defect with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation for label defect and upon completion, the issue relating to label defect was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter and print issue was found before use with a bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes. The following information was provided by the initial reporter, "(printing defect), (fm)" 3 occurrences were reported.